Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. The reported problem (code 107/screeching) has been confirmed. As received, the monitor was resetting. The cause of the code 107, screeching, and resets was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
(B)(6) female pt contacted zoll customer support to report a service code 107 and screeching coming from the monitor. The pt was issued a replacement monitor.